Manufacturer narrative:
Hospital declined to provide patient information, and reporter's name. Device devaluation: the manufacturer¿s international service technician confirmed the unit was unable to start up. The international service technician disassembled the unit, burnt odor was slightly smelt from inside. There was a burn mark around c7 component of power management (pm) pcba (printed circuit board). It was determined that the motor controller pcba and pm pcba need to be replaced to correct the problem. Resolution and disposition: the repair will be performed after estimate is approved by the customer.

Event description:
The international customer reported an alarm sounded, the screen turned off and the v60 unit stopped operating. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Usage of device added.

Manufacturer narrative:
Device evaluation: the manufacturer¿s international service technician reviewed the diagnostic event log and identified occurrence of 'da pcba adc (data aquisition/ printed circuit board assembly/ analog digital converter) reference failed' just prior to unit stopped operating. Motor controller board and power management board (burn mark around c7 component) were the identified cause, so they were replaced.

Manufacturer narrative:
Power management (pm) board and motor controller (mc) board were retuned to the v60 vent manufacturing facility for evaluation. Visual inspection of the mc board showed slight discoloration of q43, likely from heat exposure. The 12 v line of the mc board was shorted. Q43 was shorted, it was removed. The 12vovp line behind q43 was still shorted. This was traced to c96 which had shorted. On the pm board, there were signs of massive overcurrent that damaged the board and components in the area around c7. Several layers of the board were destroyed, c4 was cracked. Residue from disintegrated board covered parts of c7 and u1. The evaluation concluded that c96 on the customer returned mc board had failed with a short causing q43 on the mc board to short as well which in turn shorted the 12v supply line in the ventilator. The shorted 12v line caused l2 on the pm board to fail with a partial open/short. Extensive damage to the pm board and components was caused by shorting the incoming 24v from the power supply near u1. This failure was likely triggered by a power surge from the failure of the 12v circuit.